Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed a restart alert and then shut down, showing brief blue arrow illumination before the screen turned off, and it could not be restarted despite charging attempts with a verified working charger; the user transitioned to backup therapy and administered a manual subcutaneous insulin injection after a reported blood glucose of 352 mg/dl, indicating a mechanical problem with the device. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication administration and a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the pump consistent with device failure to power on or complete restart. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.